Manufacturer narrative:
Result: caster horn assembly.

Event description:
It was reported that the caster horn assemblies were bent. There was no pt involvement or adverse consequences reported for the alleged issue.